Event description:
It was reported that that during use the foley catheter device was placed preoperatively and sterile distilled water was injected, but sterile distilled water leaked from the area near the shaft-funnel junction.

Manufacturer narrative:
(B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.